Event description:
Boston scientific received information that at a follow-up appointment the patient was found to have no capture or sensing on the right atrial (ra) lead. A chest x-ray revealed that the lead had dislodged into the superior vena cava. It was noted that during the original implant procedure an anchoring suture had not been placed in the device. This ultimately led to device migration inferiorly in the pocket, which pulled the slack out of the right atrial (ra) lead resulting in the dislodgment. A revision procedure was performed where the physician attempted to revise the lead but was unable to advance it back into the atrium, thus the lead was explanted. When attempting to implant a new lead, the physician was unable to regain access as the subclavian vein was completely occluded. Subsequently the ra port was plugged on the device. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the device is returned analysis will be performed and this event would be updated.

Event description:
--

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.